Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02307. Related manufacturer reference number: 2938836-2020-02308. It was reported that low frequency high amplitude noise was observed on atrial sense amp and ventricular sense amp channels. The lead impedance measurements were all within normal range. Patient presented for lead extraction and during the procedure, all 3 leads had insulation damage. It was unclear if the left ventricular lead was damaged during the extraction, but physician suspected lead was damaged prior to the extraction procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis of the lead found full breach insulation degradations noted at 4.5 cm from the connector pin and at 2.0 cm from the distal tip. The insulation degradations found is consistent with the observation from the field of noise and insulation damage.